Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2009 and was revised on (B)(6) 2012 due to pain, loosening and infection. This is a bilateral claim.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and/or the device (s) be returned for eval and an investigation result be available, and amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4). This is a bilateral pt. Left hip case is reported under (B)(4).